Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that near the end of an endoscopic vein harvesting procedure, it was observed that the wire lifted up on the jaw of the vasoview hemopro 2. The same device was used to complete the procedure. The hospital did not report any pt effects.